Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate) has been confirmed. Upon investigation the monitor's electrode belt connector had a bent pin, making it difficult to connect an electrode belt. This caused intermittent monitor belt connection failures. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with a belt.